Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs # 2937457-2014-00180; 00181, 1225714-2014-00333; 00334; 00335; and 00336.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.